Manufacturer narrative:
(B)(4). This is a report of a use error, where there was an open clamp on an unused supply line. This is a known cause of the reported alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during an unknown cycle in peritoneal dialysis. There was an open clamp on an unused supply line. The care giver cycled the power to clear the alarm. Proper procedures were reviewed with the care giver. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.